Manufacturer narrative:
Analysis of the pump revealed no anomalies and met specification.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further clarified that the patient was not receiving the correct itb therapy as a result of multiple motor stalls. It had not performed in the usual reliable manner. The patient exhibited symptoms of suboptimal therapy. There were no allegations towards the catheter but the standard of practice in this specific account was to replace both the catheter and the pump when modifications to a patient¿s itb system are required. The patient was currently doing a lot better with effective therapy restored. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiences seizures, increased spasticity, less than 50% therapy relief and underdose symptoms. The location of the symptoms was the catheter track. A motor stall occurred which recovered within two hours. However, the pump kept stalling and the patient subsequently did not receive the correct therapy. Diagnostic testing and troubleshooting included (B)(6) and (B)(6) studies and checking the logs. The issue was not resolved and the cause was not determined. Ultimately, the pump and catheter were replaced. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to verify the patient¿s current status, the location of symptoms and clarify the catheter explant. However, this information was not available at the time of the report. Should additional information be received, a supplemental report will be filed.